Manufacturer narrative:
At this time, it is unknown if the site still has the mcs instrument used during the da vinci surgical procedure performed on (B)(6) 2014 or if the instrument will be returned to isi for evaluation. Also, at this time, the site is unwilling to send the foreign object to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. The mcs instrument (part 420179-14; lot n11140703-347) used during the da vinci surgical procedure on (B)(6) 2014 was used in 4 subsequent da vinci surgical procedures performed between (B)(6) 2014 and until zero uses were remaining. During that time, there were no reports from the site of an issue with the mcs instrument. The system logs reveal that no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: a fragment from a mcs instrument allegedly fell in the patient during a da vinci surgical procedure performed on (B)(6) 2014 and was retrieved during a subsequent, unrelated da vinci surgical procedure performed on (B)(6) 2015. The definitive source of the foreign object cannot be determined at this time based on the information provided.

Manufacturer narrative:
On 06/05/2015, intuitive surgical, inc. (Isi) received additional information regarding the reported event from the site's director of regulatory affairs. The director of regulatory affairs reviewed the operative report of the da vinci surgical procedure performed in (B)(6) 2014. Based on her review, there were no reports of a malfunction of the da vinci system, an instrument, an accessory, and specifically not a monopolar curved scissors (mcs) instrument. The da vinci ovarian cystectomy procedure was not recorded and there were no reports of any intra-operative complications. The patient did not undergo any other surgical procedures in between the two da vinci surgical procedures performed on (B)(6) 2014 and (B)(6) 2015. Post-operative imaging studies were performed after the da vinci surgical procedure performed on (B)(6) 2014 as part of standard post-op procedures at the site and no foreign objects were detected. The director of regulatory affairs stated that it took 15 minutes for someone at the site to actually remove the peek ring from a different mcs instrument not involved with the reported event. She stated that the peek ring that was removed looked identical to the foreign object that was retrieved from the patient. She confirmed that the foreign object was completely unrelated to the pelvic mass involved with the da vinci pelvic lymphadenectomy procedure performed on (B)(6) 2015. The director of regulatory affairs indicated that at this time, the foreign object and any images of the fragment were not available for isi to evaluate. Based on the additional information obtained, this complaint will remain reportable due to the following conclusion: a fragment from a mcs instrument allegedly fell in the patient during a da vinci surgical procedure performed on (B)(6) 2014 and was retrieved during a subsequent, unrelated da vinci surgical procedure performed on (B)(6) 2015. The definitive source of the foreign object cannot be determined at this time based on the information provided.

Event description:
It was reported that during a da vinci pelvic lymphadenectomy procedure performed on (B)(6) 2015, the surgeon found a foreign object inside the patient. The foreign object was removed and the surgical procedure was successfully completed. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales manager (csm) and obtained additional information regarding the reported event. According to the csm, the foreign object was found to be encapsulated in the peritoneum and was unrelated to the da vinci pelvic lymphadenectomy procedure which was being performed because of a pelvic mass. The pelvic mass was also unrelated to the foreign object. According to csm, the surgeon and site believe that the foreign object came from a monopolar curved scissors (mcs) instrument used during a previous da vinci surgical procedure that the patient underwent in (B)(6) 2014. The csm indicated that the surgical staff sent the foreign object to the toxicology department for evaluation. On (B)(6) 2015, isi also contacted the isi clinical sales representative (csr). The csr confirmed with the site that the patient underwent a da vinci ovarian cystectomy procedure on (B)(6) 2014. However, there were no reports of any intra-operative complications during the surgical procedure. There were also no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the case. The csr also confirmed that the site suspects that the foreign object came from the mcs instrument used during the da vinci surgical procedure. At this time, the site is not willing to provide the foreign object to isi for evaluation.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received FDA voluntary report mw5042810 with the following event description: a (B)(6) patient with stage iia undifferentiated sarcoma was undergoing robotic-assisted laparoscopic resection of a pelvic mass with possible exploratory laparotomy. During initial robotic pan surgery of the abdomen and pelvis general inspection of the mass and pelvis were performed. At the time, a second mass was also visualized in the pelvic region, which upon inspection, was a foreign body consisting of a discontinuous, ring-shaped, black object measuring 2.6 cm in length by 0.4 cm in width by 0.1 cm in thickness. The foreign body was sitting on top of the epiploica of the colon. The surgeon was able to incise a small adhesion and removed the object intact. The material most likely originated from an (B)(6) 2014 robotic surgery involving the intuitive surgical endowrist monopolar curved scissors instrument. The instrument has two plastic washers distal to the scissors and orange tape cautionary tape. The more distal of the two washers is covered with a black film-tape that can release or be released from the plastic piece itself. The instrument itself does not look significantly visually different after the film-tape is gone, making detection post-surgical debris removal, likely impossible. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: a fragment from a mcs instrument allegedly fell in the patient during a da vinci surgical procedure performed on (B)(6) 2014 and was retrieved during a subsequent, unrelated da vinci surgical procedure performed on (B)(6) 2015. The definitive source of the foreign object cannot be determined based on the current information provided.